Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed one low voltage battery fault (fault code 1003) and two other faults, with no field allegations, had been recorded. One fault that was most likely caused by the use of electrocautery was also noted. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that the remote monitoring system detected an alert for low voltage for this implantable cardioverter defibrillator (ICD). A boston scientific technical services (ts) discussed different reasons why this code would appear. In addition, ts recommended that a memory dump was necessary to determine the cause of the alert. A boston scientific engineer confirmed that the low voltage fault code was declared. There were no other suspicious faults or resets stored in device memory. The therapy delivery was not affected. The battery status indicators were inaccurate and should not be relied upon. The device was malfunctioning and should be replaced for further analysis. The device had significant battery reserve; however, the battery reserve may change unpredictably. The physician also suspected the device for premature battery depletion. After five days, the device was successfully replaced. No additional adverse patient effects were reported. The device was out of service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.